Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient's implantable neurostimulator (ins) was misplaced in the body. When the patient was in the shower on (B)(6) 2015, she felt the ins change position. She attempted to reposition it and felt a crinkle and pain shoot down her leg. The patient was in the emergency room at the time of this report. There was no fall or trauma that was related to this issue. The pain was noted to be sudden. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the cause of the event, actions/ interventions taken to resolve the issue and the results from the troubleshooting. If additional information is received, a follow up report will be sent.